Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a mastectomy procedure on (B)(6) 2011 and a reservoir was used. When the nurse tried to activate the reservoir by holding the reservoir in a collapsed position and inserting the drainage plug to seal the drainage opening, the suction didn't start. The reservoir was removed from the drain, but the reservoir still had no suction even though the drainage plug was open. There were no adverse pt consequences reported.